Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed separations in the outer shaft located 3.5cm, 16cm, and 47mm from the strain relief, and the inner shaft was stretched between the outer shaft ends. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the internal iliac artery. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During preparation, when the physician unpacked the device, it was found out that the blue outer layer of the microcatheter was fractured leaving the inner layer being exposed. Therefore, the device could not be used and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the internal iliac artery. A 180cmx135cmx10 renegade hi-flo fathom system was selected for use. During preparation, when the physician unpacked the device, it was found out that the blue outer layer of the microcatheter was fractured leaving the inner layer being exposed. Therefore, the device could not be used and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.